Event description:
According to the info received, an end user reported a catheter with a tip cut off/open/broken. A long time user inadvertently inserted a cut off tip of a catheter causing internal bleeding and requiring hospitalization.

Manufacturer narrative:
The product was not available to be returned. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should the device or add'l info be received, a follow up report will be filed. No files attached.